Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by biomed personnel that the patient has recurrence of heart failure symptoms. Echo showed diminished left ventricular (lv) unloading and ventricular tachycardia. The pump parameters are within normal limits, except for pulsatility index (pi) in the 6/7 range. A decision was made to perform a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.